Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving hydromorphone (0.2 mg/ml at 0.082 mg/day) and bupivacaine (2 mg/ml at 0.82 mg/day) from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 the patient had a routine refill. At the procedure the pump was found to be flipped and the healthcare professional (hcp) flipped it back prior to filling the pump. The expected reservoir volume was 3 ml and the actual reservoir volume was 17 ml; under infusion was alleged. The logs were checked and no anomalies were noted, the patient had no therapy complaints. It was reported that the hcp would bring the patient back on monday (B)(6) to troubleshoot the catheter. No patient symptoms were reported. On (B)(6) 2016 the rep reported additional information. The cause of the pump flip was unknown. An x-ray of the catheter showed the tip was still at the top of t11. It was noted that the patient had reported increased pain. It was noted that a potential dye study was to be performed to test the catheter integrity and revision was also an option.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.